Manufacturer narrative:
Additional information was provided in d.1., d.4., h.3., h.6., and h.11. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a lens insertion, the iol was tacked to the posterior side and could not be detached, preventing the haptic from unfolding. The surgery was completed after replacing it with another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).